Manufacturer narrative:
On may 9, 2025, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complete UDI number has been added to field d4 on this form. On may 20, 2025, mentor became aware that the date of implant was (B)(6) 2002. Hence, fields d6a have been updated accordingly on this form. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2025,the mentor failure analysis lab received the device for evaluation. On june 1, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold extending from the anterior to the posterior view. In addition, a tear within the crease/fold on the posterior view was noticed, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures, as it can result in deflation at a later time. Breast implants may also simply wear out over time. The contralateral device was also received. The patient did not report any issues with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2025, mentor became aware that the replacement serial numbers used on (B)(6), 2025 were (B)(6) on the left side, and (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).